Event description:
During the procedure, the device broke. Both pieces have been retrieved from the pt. Several attempts for additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.